Event description:
Complaint is reportable based on analysis completed on 18-jan-2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure treated the 99% stenosed target lesion located in the severely calcified and severely tortuous left circumflex artery. Pre-dilation was performed and then a 2.5x20mm promus element stent was advanced for treatment but was unable to cross the lesion. The procedure was completed without stenting. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device is combination product. A visual and microscopic examination identified distal stent damage. Struts on rows 1 and 2 from the distal edge were misaligned and slightly pinched. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).